Manufacturer narrative:
No button error alarm was noted. The escape button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump while on a boat ride. Customer's blood glucose reading at the time of the call was 357 mg/dl and has treated with a manual injection. No further info reported.